Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent orif surgery with a tfna nail for femoral transverse fracture. An endcap of 0mm was not able to be into the nail at all. On fixed position of a lag screw was ensured, a locking mechanism was used for fixation. Repeat attempts for applying the endcap were done, but application was impossible. Our sales rep urged a man in our business partner to convey to a surgeon that there might have had likelihoods that closing conclusion of the locking mechanism was poor or the endcap was fault, and then they had a surgeon to try reclosing. After that, reattempts were made in multiple times, but negative circumstance remained. This time, the endcap of 0mm itself was deemed as likely faulty product, and our sales rep advised the parties onsite to newly unpack one of 5mm. In the meantime, the surgeon adjusted to tighten the locking mechanism. As a result, the one of 5mm was smoothly inserted into the nail. The surgery was completed successfully within extra 30 minutes. The patient status and outcome were reported as stable. From our sales rep¿s perspective, this time was invisible situation, so as for whether the endcap of 0mm itself had downsides or not is uncertainty at this moment. No further information is available. This report is for one (1) tfna end cap extens. 0 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had stripped from the threads, this issue can be related with the unable to assemble allegation, therefore the allegation can be confirmed. A dimensional inspection was performed for the device was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contribute to the complained device issue. Based on the investigation findings, the p and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history a manufacturing record evaluation was performed for the finished device product code: 04.038.000s lot number: 8209p95 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 27-oct-2023 manufacturing site: jabil bettlach expiry date: 01-oct.-2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.